Manufacturer narrative:
Device evaluation: the complaint lens was received inside of a specimen cup. Visual inspection under magnification revealed that the lens was received cut into three pieces. The lens was cleaned and lens damage separate from the cuts was observed. Based on the return condition of the lens, no further product evaluation could be performed. A product quality deficiency could not be determined. Based on the complaint investigation results, the complaint issue "unexpected postop refraction" was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) spherical equivalent (se) aim was emmetropia when target was residual myopia. Report received on mar(B)(6) ch 14, 2022, from a health care provider indicating they planed on explanting the j&j iol from the patient¿s left eye. The issue was noted one-week post-operative (op). Follow-up was done to confirm if the iol was explanted, but the customer did not respond. Upon completing the product investigation june 6 2022, it was noted that the iol had been returned and therefore explanted. Follow-up to confirm the explant date was done again, but the customer did not respond. No further information was provided.